Event description:
A physician was using a gel mark cell-u-gel biopsy site marker following breast biopsy with a mammotome biopsy device. When the physician removed the device applicator from the probe, she observed that the tip had been sheared off. The physician was asked to suction the tip out of the breast at the time of the biopsy procedure. There were no patient adverse effects.